Event description:
Customer reported rn disconnected IV tubing from clave port which was attached to the port-a-cath in the pt. She realized a piece of plastic from the IV tubing had broken off in the clave valve. This resulted in the clave valve staying open and blood leaking out of the port-a-cath. No report of pt injury and no medical intervention required. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4), conclusion: no available code for supplier issue. The customer's experience of broken set was confirmed. Visual examination showed the tip from the male luer of the set was observed to be broken and stuck inside a maxplus valve. No signs of stress or tool marks were observed on the male luer. The device was evaluated by mfg and the supplier. The root cause of the broken luer was identified as a supplier issue.